Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the ht command guide wire failed to advance to the middle of a superficial femoral artery (sfa), heavily calcified lesion, due to anatomy. The physician felt a change in torque during advancement efforts. Difficulty was encountered removing the device. Once the device was outside the patients anatomy, a kink was noted. A non-abbott device completed the procedure without issue. There was no clinically significant delay and there were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not explanted. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling.